Event description:
It was reported that the image of the camera head had stripes that caused poor image quality. This issue was found during installation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9, h2, h3, h6, h11 corrected fields: d4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness loss and disconnection in the cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Due to disconnection in the cable unit, flare occurs (white balance), and the damage on the cable unit caused the water tightness loss. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.